Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the malfunction without recurrence. The customer was advised to contact support if the issue reoccurred and acknowledged the guidance.